Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a no delivery alarm yesterday and after they changed the infusion set, they received another no delivery alarm. Caller stated that their blood glucose has been running high since the infusion set change. Caller stated that their blood glucose went up to 25.1 mmol/l and they treated with both the pump and a manual injection. Caller stated that their blood glucose went down for a little while, but then it went back up to 25.9 mmol/l. Caller treated with the pump and another manual injection. Customer's current blood glucose is 18.1 mmol/l. Customer reported that the drive support cap was loose. Customer was advised to ensure that they are disconnected from the pump. Customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.